Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the emergency lights intermittently coming on was confirmed. The device evaluation found that the optical system lens needed to be repaired. Additional evaluation findings were as follows: the high brightness mode did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the emergency lights come on sometimes during use on their visera pro xenon light source. The issue was found during a therapeutic holmium laser enucleation of the prostate procedure. The procedure was completed. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the device evaluation. The device was returned to olympus for inspection, and the customer's complaint (emergency lights come on sometimes) was not confirmed. Additionally, the repair center found the high brightness did not activate. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the emergency lights turning on was unable to be identified.olympus will continue to monitor field performance for this device.